Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: when taking a blood sample, we find that the tube fills up with blood after the tube is tapped and removed. This happened twice this morning.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed in is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Lot # : lot 21h09t2 does not exist for material number 367282. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: when taking a blood sample, we find that the tube fills up with blood after the tube is tapped and removed. This happened twice this morning.